Manufacturer narrative:
It was reported that an error message was displayed by the device regarding an incorrect position of the robot arm. This led to the shutdown of the device. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs determined that the issue was due to a misconfiguration of the stop button variable in the source code.

Event description:
At approximately 9:20am, an error message about different actual and expected position of rosa arm was seen and shutdown occurred. Immediately prior to error message, field service engineer (fse) pressed the stop button on rosa screen to pause automatic drive to trajectory visualase post ins. Vigilance device was pressed, no force was applied to arm, no joints were visibly at extreme of range. Fse re-initialized system and proceeded with surgery. Patient was anesthetized, no incision was made, no clinical consequences, estimated time lost was 5 minutes.